Event description:
Ventilator stoppe dworking, nurses and respiratory tech in the room a tthe time. It went into the backup mode and alarmed appropriately. The patient was then bagged by the nurse while the respiratory therapist changed the ventilator. No injury to the patient. Ventilator sent back to company. Manufacturer is attempting to locate the exact problem.